Event description:
It was reported that during mediastinoscopy and thoracotomy procedures the device was fired across the pulmonary vein. The device fired staples, but they were not b formed. The unformed staples did not seal the vessel. They visually checked the staple line and identified the unformed staples. As a result, the pt bled out on the table and expired.

Manufacturer narrative:
Eval summary: the analysis results found that the tlh90 instrument was received with 3 staples stack between anvil and hook; and with a cartridge loaded. The cartridge was void of staples. The instrument was tested for functionality with a test cartridge and it fired and formed all the staples as intended. It should be noted that, before firing the device ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Also, tissue to be stapled should be properly positioned in the jaws before stapling. Bunching, stretching or uneven loading of tissue could result in leakage, lack of hemostasis/pneumostasis, or disruption of staple line. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.